Event description:
The customer complained that a qmpls proficiency sample was not interpreted properly by tango optimo. Tango optimo interpreted the result as negative, when visually some granularity around the cell button could be seen and therefore the result was manually edited to +/-. The antibody present in the proficiency sample is jk(a). The sample that had caused the false negative test result was sent to us for investigational testing, but none of the supposedly defective product has been returned. Because the vial containing the sample had not been closed properly the sample had fully drained off. Therefore a testing of the sample was not possible. We informed the customer accordingly and requested another sample. We are still waiting for this sample. Our quality control laboratory tested the retained sample of biotestcell 1&2 with different samples and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer complained that a qmpls proficiency sample was not interpreted properly by tango optimo. Tango optimo interpreted the result as negative, when visually some granularity around the cell button could be seen and therefore the result was manually edited to +/-. The antibody present in the proficiency sample is jk(a). The sample that had caused the false negative test result was sent to us for investigational testing, but none of the supposedly defective product has been returned. Our quality control laboratory tested the retained sample of biotest cell 1&2 with different samples and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotest cell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.